Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Patient was admitted to hospital with device in backup vvi due to firmware reset following the bpa alert. The device is awaiting explant to resolve the event. Further information was requested, but not yet available. The patient was in stable condition.

Manufacturer narrative:
The device was in normal operating mode upon receipt in the lab. A back-up mode (bvvi) status report taken prior to reloading device code was provided by technical services. It contained evidence the reset was caused by excessive charging; this corroborates the reported field experience of a left ventricular lead dislodgment causing high voltage (hv) therapy. Battery performance alert (bpa) was reported to have occurred prior to reset, this could not be confirmed. Additional field records from this time were unavailable for review. A longevity calculation was performed, and the calculation showed battery depletion was normal. No sources of high current were noted. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected. The reported event of bvvi operation was confirmed; however, the bvvi was an appropriate device response given the hv therapy provided, no anomalies were identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient expired during explant of device due to procedural complications that were not device related.